Manufacturer narrative:
(B)(4).

Event description:
During follow-up it was noted that the impedance value was elevated. Tech support suggested the head and lead connection was the cause of the issue. The physician replaced the ICD to resolve the issue. The patient is well.

Manufacturer narrative:
Bench testing revealed the device to be normal. The impedance anomaly was not reproduced in the laboratory and the cause remains undetermined. The field event of a lead impedance anomaly was not confirmed. Upon review, this product should not have been submitted as a medical device report (MDR) as the device is an ide product, and are reported through alternative reporting requirements per FDA regulation cfr 803.19 and do not require MDR reporting.